Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/03/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and emitted appropriate audible tones and vibration. An auditory test was performed and passed. The pump case was removed, and no intermittent conditions were found on the piezo circuit. The complaint was not duplicated, and no defect was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump did not emit appropriate audible tones. This complaint was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.